Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Mentor received additional information indicating that the explantation date was on (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 60 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 450cc and experienced bilateral breast pain. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-04929 for contralateral prosthesis. The device was returned to mentor with clear gel. White and yellow material were observed within the device and gel was observed on the shell surface. During evaluation the device appeared severely rented. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Pain is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 450cc gel breast implant, catalog # 3507450bc, lot # 264038. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 450cc and experienced bilateral breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-04929 for contralateral prosthesis.